Event description:
On (B)(6) 2012, the customer reported this right atrial (ra) lead exhibited pacing impedance measurements between 180 and 220 ohms. Additionally, noise due to electromagnetic interference (emi) was observed. During a device replacement procedure this lead was surgically abandoned (capped) and replaced. No adverse patient effects were reported. The lead was actively implanted for approximately 10 years, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.